Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0whpp, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient programmer batteries did not last very long. The patient's left urethra was sore in (B)(6) 2015, which was determined to be a urinary tract infection (uti). The patient took medication for 8 days and then a refill, with the last dose being on (B)(6) 2015. The patient experienced a loss or change of therapy. The patient had leakage on (B)(6) 2015 and their pad was wet. The implantable neurostimulator (ins) was on at 4.75v on program 3. The patient drank the same amount of water every day. The indications for use for this patent's were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient had recent programming and since then, for the past 3 to 4 days, the patient was only leaking on one side. One pad was wet and one wasn't and the patient wanted to know what would be causing that.

Event description:
Additional information received from the consumer reported that the patient's leakage had almost stopped and then it returned. The patient had the stimulation turned up to 4.something and was going to the bathroom 5 times a night. The patient would get up from the bed to go to the bathroom and didn't make it in time. The patient was on program 3 at 4.something and increased to 5.something. The patient increased stimulation to 6.9v and it was strong comfortable when sitting, standing, and walking. The patient the patient had to wear rubbed against their vaginal area and it was uncomfortable. The patient was still getting up 5 times a night as of (B)(6) 2015. The patient had a toilet 6 feet from them and twice in the last 3 weeks they had not been able to make it to the toilet. The therapy would work for 3 to 4 days and then stop. The patient wanted to remove the ins components. The patient mentioned that the tri-fold pamphlet was unclear on how to turn the patient programmer off and was only clear on how to turn it on.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had had urinary infection every month since (B)(6). The patient just finished 2 doses 2 weeks ago of antibiotics. The patient had 2 tubes that ran to their bladder and they got plugged up or infected. The one on the left was the one that got infected and the infection was confirmed. After the patient took the medication, it was alright. The patient thought they were getting the same thing again since (B)(6) 2015. When the patient peed they got stomach aches and then it went away. The patient was getting up every 2 hours to pee during the night, had pain on the left, wore pads and in the morning the leakage was on the right side, and was not getting any sleep because of having to get up so much. The patient was still leaking some because they could see color around the edges of the pads. The patient used to change their pads 2 to 3 times a day. The dripping and leaking had almost stopped and compared to what it was, the patient would say it had stopped. The patient couldn't increase stimulation because it hurt. The patient was on program 3 at 4.75v and stimulation was on. The patient was going to see their gynecologist on (B)(6) 2015, but that was not the doctor they saw for the device. The patient could call their managing doctor.